Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device is not available for return.

Event description:
As reported on november 09, 2016, a patient of unknown age and gender presented for an endovenous laser procedure. Post procedure, via ultrasound, it was reported the patient had developed a dvt. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Although a device evaluation was not performed, based on the complaint description, the reported incident of a patient experiencing thrombus post procedure is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A definitive root cause cannot be determined however, thrombosis is recognized as a potential complication of evlt procedures. The patient was reported to have been treated with blood thinners and is in stable condition. The instructions for use which is supplied to the end user with this catalog number states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).